Manufacturer narrative:
Qn# (B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. No additional tests were performed as part of this investigation. A complaint history review on the product family was conducted from (B)(6) 2018 to (B)(6) 2019. Since the catalog number is unknown it cannot be related to any complaint for same family of product and same issue. A device history review could not be conducted since the lot number nor product code was provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while doing a vault suspension the bullet was severed from two different prolene capio sutures. The physician is an experienced user and decided to perform a unilateral suspension instead of the planned bilateral suspension because of the device malfunction. Patient is stable. The suture broke/dart detached during deployment of the capio device. The suture was pulled back and tensioned along the capio handle. There were no partial throws made. The same suture was deployed from the capio once before it broke. The suture broke on the patient's right side and it broke close to the dart. The dart was more than likely inside the capio catch but was not confirmed.